Event description:
Hcp reported pt presented approximately in 2004 with opiod withdrawal and an increase in pain. X-rays were taken which showed "catheter transection in left spine area." The catheter was explanted and replaced 2004. The pt was reported to have recovered without sequela.